Event description:
The advocate stated the customer had run consecutive blood tests on the contour next usb meter and received readings of 115, 73, 41, and 51mg/dl. She was experiencing hypoglycemic symptom of trembling, and was given a frappuccino to raise her glucose. Control solution was sent to the customer for further troubleshooting. No product is expected to be returned at this time.